Event description:
The starclose was deployed but did not seal the groin. The team noticed when they removed the device after deployment that one of the prongs was straight and this is not correct. Manual pressure was needed to clot the artery. No adverse event to patient, no complications.